Manufacturer narrative:
The axium prime pushwire was returned for analysis within a shipping box; within a resealable biohazard pouch; within an open echelon outer carton; within a dispenser coil and within an introducer sheath. The axium prime coil was decontaminated. The axium prime pushwire was found to be bent and kinked within the introducer sheath. The introducer sheath was found inverted on the pushwire with the wavelock at the distal end. No damages or irregularities were found with the introducer sheath. The shield coil was found to be broken with the implant coil already detached and not returned for analysis. The axium prime implant coil tip outer diameter could not be measured as it was not returned. The introducer sheath inner diameter (ID) was measured and found to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿coil resistance/stuck in sheath¿ could not be confirmed and the cause could not be determined. The axium prime pushwire was returned with the implant coil already detached and therefore could not be used for stuck in sheath testing. The introducer sheath was returned inverted on the pushwire with the wavelock on the distal end. This could potentially contribute to the report of coil resistance/stuck in sheath as this portion of the introducer sheath was designed to create resistance on the proximal end of the pushwire. The pushwire was found bent and kinked, indicative of either high tortuosity or attempts at advancing the pusher against resistance. As the device was returned without its protective dispenser coil, it is also possible that the damage occurred during return shipping to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil encountered resistance within the protective sheath. The coil hoop was flushed prior to attempting to advance the coil out of the protective sheath. The device was prepared and used per the instructions for use (IFU). There was no patient injury. During the treatment of an unruptured left internal carotid c4 segment aneurysm.